Event description:
It was reported to philips that the device 12 lead ECG cable needed to be replaced. There was no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the lead ECG trunk cable and lead set, which were replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.